Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report. Information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event. File attachments.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that ceiling mounted hoyer lift was installed on (B)(6) 2022 motor released from ceiling with the client in the hoyer sling. Client was several inches from chair so no injury. However, client states that the bar from the sling hit her and she elected to go to the hospital to have it evaluated. Per husband, no injury was found. Installed on (B)(6) 2022 first time ued motor released from ceiling. Installer was from b(6). They are aware and sending someone to assess. Will submit plan of correction within the week. FDA safety report ID # b(4). Complaint #(B)(4) was entered into our system.